Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was that they were having a tough time getting the implanted neurostimulator charged. Patient stated that they let the device go for two weeks. Pt said that they started out with the ins in the red and that the ins finally went a little bit into the green. Patient said that they had to reset the controller, but the controller went black. Pt said that they connected the controller to the ac power supply but the controller still was blank. Agent had the pt remove the battery pack from the controller and connectthe controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unplug the ac power supply from the controller and then unlock the controller. Pt saw that the stimulation was off so pt turned the stimulation on. Agent had the pt open up the batteries screen. The controller was at 70% and the ins was at 30%. Pt then said that the recharger relay box would get really hot. An email was sent to the repair department to replace the recharger. When asked for the event date, pt said that it was at least six months ago. Pt said that they never had the equipment go so slow in charging the ins. Pt said that they had been charging the ins for probably an hour and the ins was still only at 30%.  Pt said that they had been trying to find a representative (rep) that they could meet with at hcp's office. Pt wanted a rep's name and number. Agent reviewed rep role with the pt. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Pt mentioned during the call that they broke their back this year. Patient called back stating they received the replacement recharger but they are still having issues when trying to charge the ins. Caller stated they will charge the controller and then start charging the implant but the controller battery just drops and the controller goes blank. Agent had caller check date on battery and it was 04/17.â  agent had caller reset the controller on the call and confirmed seein battery low (70) recharge the controller message even though they had just recharged the controller. The issue was not resolved. Agent sent email to repair to replace the battery pack.

Manufacturer narrative:
H3: analysis of the product ID 97755-s, serial# (B)(6), revealed found no issues with finding or charging ins. Strain relief unbonded from donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.